Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the xenon lamp blinks during surgery.

Manufacturer narrative:
Additional information provided. Clarification was received indicating the correct date on the initial report is february 1 2018. The system was examined and the reported event was not replicated. However, the lamp was replaced. The system was tested and found to meet product specifications. A review of the customers complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 11, 2009. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).